Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to a diabetes related issue. The customer stated that the doctor told him to change his carbohydrate ratio on his insulin pump. The blood glucose reading was 185 mg/dl. The patient was assisted with programming the carbohydrate ratios and basal rates in the insulin pump. No further information was provided.